Event description:
The hcp reported that the pt was experiencing withdrawal symptoms and a volume discrepancy was noted at refill. A catheter study was performed and was "fine". No device decisions had been made at the time of this report. Pt status is unk.